Manufacturer narrative:
No patient information provided for patient 2.

Event description:
Caller states during a correlation study the following coagucheck s / lab results were obtained: patient 1 - 5.1 inr / 2.5 inr; 3.8 inr / 2.5 inr; 3.6 inr / 2.6 inr. Patient 2 - 6.1 inr / 4.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.